Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient visited the emergency room (ER) due to hyperglycemia. The patient's blood glucose levels reached 800 mg/dl while wearing the pod on the leg for between 5 and 24 hours. Symptoms reported include stomach pains and vomiting. The patient lost the personal diabetes manager (pdm) and connected to the patient's old pdm. The settings in the pdm was not updated and programmed to the patient's current settings. Four units of insulin was injected prior to leaving for the ER. Measurements were taken and insulin injections were administered by the attending physician and the pdm settings were adjusted. The patient was released after approximately seven hours.